Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Based on the limited available information a conclusion cannot be made regarding factors potentially contributing to the reported pump high watts. However, in addition to required adequate anticoagulation, vad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
The perfusionist from the site reported high power consumption and flows > 10 l/min while the patient was in the hospital. Log files submitted to the manufacturer for review confirmed high power consumption and high flow with consideration of lysis therapy. No further information is available with investigation in progress.

Manufacturer narrative:
Unchecked "user facility". Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed the increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Thrombus as a known potential event that may be associated with use of the product. The device was not returned for analysis. With a review of the available information there is no indication of any device malfunctions or performance issues that may have contributed to the reported event. Based on the limited available information a conclusion cannot be made regarding factors potentially contributing to the reported event. However, in addition to required adequate anticoagulation, vad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. The root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.